Event description:
It was reported that this right ventricular (rv) lead was capped due to a product performance issue. Another rv lead was implanted as a replacement successfully. This lead remains in the patient anatomy and has not been returned for analysis. No additional adverse patient effects were reported.